Manufacturer narrative:
New information was added to section type of reportable event. The system data logs were reviewed and based on the evaluation of the data, the handpiece and system performed as expected. The patient status update received (B)(6)2018 reported that, "the patient¿s wound was recover very well, the wound didn¿t have scarring in skin." No additional treatment is necessary. As such, this event has been reassessed and is no longer considered a serious injury. It remains a reportable malfunction due to the observation of dielectric breakdown. Additional investigation results are pending.

Manufacturer narrative:
This event is considered a product problem was corrected to reflect this. The datacard showed user technique, underforce, and lifting errors occurred during treatment. Error indicates a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the data, the handpiece and system performed as expected. The system alerted the user that failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. During evaluation of the treatment tip, service found a dielectric breakdown to the tip membrane. This confirms the customer account of a hole in the membrane. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first- and second-degree patient burns associated with dielectric breakdown of the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual (p009240-05 rev. B) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of a damage to membrane, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. Solta also reiterates the importance of clinician attention to treatment error messages provided by the system, in particular messages indicating underforce and lifting irregularities. As with all thermage systems, ensuring perpendicular contact between the handpiece and skin is critical. Burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. Thermage system technical user¿s manual (p009240-05 rev. B) states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. The datacard showed technique issues occurred during treatment that could have harmed the patient. The doctor was operating in a sliding motion instead of the properly stamping during a repetition. Based on the available information, dielectric breakdown of the tip most likely contributed to this event. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is deemed necessary at this time. The investigation is complete.

Manufacturer narrative:
The device evaluation showed that the tip passed flow, leak, and thermistor testing. No functional test was performed, and the tip failed visual testing due to dielectric breakdown being observed. The DHR was reviewed and final test verification specifications are acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record for serial/lot number (B)(4). Additional investigation results are pending.

Event description:
A user facility in (B)(4) reported a patient burn on the left cheek (3-5 cm) and forehead (1 cm) that occurred during a thermage face treatment. It was reported that the patient felt pain throughout treatment. The energy level used was 4.0, which was lowered to 0.5. Coupling fluid and a sliding technique were used. It was reported that no error messages appeared on the screen, and that the tip was inspected prior to use, and reinspected every 80-100 reps. At 814 reps, a tiny hole was observed on the tip membrane. The patient was given ultracet and oral tranexamic acid. Patient outcome is pending.